Event description:
Sponge stick malfunctioned during vaginal/cervical prep. Sponge detached from stick while inside vaginal area. Sponge was removed by physician. Small amount of bleeding noted and physician noted small laceration on posterior cervix.